Event description:
A hospital in (B)(6) reported that while using the pt101 airvo2 humidifier two patients complained that water 'shot up their nose'. There was no further patient consequence.

Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. The complaint airvo humidifiers are not expected to be returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. There was no actual defect alleged and the hospital continues to use the subject airvos. Our investigation is based on the description of events and our knowledge of the product. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following this incident an fph representative visited the hospital in order to provide additional training and guidance on condensate management. It was found that the there was only an issue with two airvos that were being used in the itu, which has air conditioning. Staff now have a better understanding of the influence of draughts on the humidification system and how this can lead to the formation of condensate in the breathing circuit and patient interface. Our user instructions that accompany the airvo humidifier provide the following guidelines: - do not use the unit when the room temperature exceeds 30 degc (86 degf) or is below 10 degc (50 degf) as the unit may switch off. Humidity output will be compromised below 18 degc (64 degf) and above 28 degc (82 degf). - if excess condensation accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber.